Event description:
Infant recently diagnosed with jaundice was seen at an outpatient lab to get a blood draw; using a heel warmer before doing a heel stick. The heel warmer was dropped and the contents sprayed all over the sleeping baby. The patient was cleaned off, but the eyes were not irrigated at that time. Seen in the ER and both eyes flushed with 500 cc of normal saline after consult with poison control center. Evaluated by opthalmology due to concerns of corneal chemical exposure from heel warmer solution, sodium acetate. Findings were: chemical exposure ou-slight erythema, swelling, skin flaking ou. No evidence of chemical conjuctivitis, ph within normal limits, and no abrasion.